Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced weakness and possible peritonitis. On the same day as symptom onset, the pt received unspecified treatment in the pd clinic for possible peritonitis. On the same day, the pt was hospitalized for another indication. The cause of the possible peritonitis was unknown. During hospitalization, pd therapy was temporarily discontinued as the hospital was not equipped to deliver pd therapy. It was not confirmed whether the pt had peritonitis. Twenty six days after being admitted, the pt was discharged from the hospital. Upon discharge, pd therapy was resumed. The outcome of the event was unknown. Additional was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.